Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article review: the journal article is a retrospective review of 20 hemodialysis patients diagnosed with catheter-related right atrial thrombosis (crat). The retrospective was from march 2013 to may 2016 at west china hospital. Tunneled-cuffed catheters are commonly used among patients with end-stage renal disease on hemodialysis. Catheter related right atrial thrombosis is infrequent but potentially life-threatening complication of tunneled catheters. Symptoms associated with complications include pulmonary embolism, systemic embolism, infected thrombosis, and hemodynamic compromised. The patients in the study were dialyzed through a double lumen; the dialysis catheter was the only means of vascular access. The mean age of the 20 patients was 66.7 years. The duration of patient hemodialysis was 49 months. The main reasons for use of tunneled catheters are recurrent failed arterial venous fistula failures and patient refusal of arterial venous placement. Three patients had multiple thrombi that originated from the svc and extended to the ra. Four patients had incomplete occlusion of thrombus in either the right inferior or upper left pulmonary artery, all patients were asymptomatic. Three deaths were observed during the follow-up period, none of which were directly attributed to the tunneled-cuffed catheters. No new pe was identified during the follow-up period. Four patients who starred with incomplete occlusion of thrombi in the pulmonary artery remained asymptomatic with organize thrombi during the follow-up period. Follow-up CT scans was performed on 14 patients and an echocardiogram was performed on 6 patients. Dissolution of catheter related right atrial thrombosis was observed in 8 patient¿s; however, catheter related right atrial thrombosis was persistent in 12 patients but with some reduced sizes. A combination of catheter replacement of catheters and oral anticoagulant/antiplatelet therapy is considered effective in managing hemodialysis patients with catheter related right atrial thrombosis. Yang, h., chen, f., jiao, h., luo, h., yu, y., hong, h., li, y., fu, p., cui, t. (2018). Management of tunneled-cuffed catheter-related right atrial thrombosis in hemodialysis patients. Society of vascular surgery, 1-8. Https://doi.org/10.1016/j.jvs.2018.02.039. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in society for vascular surgery titled 'management of tunneled-cuffed catheter-related right atrial thrombosis in hemodialysis patients', that in a study of 20 patients with end-stage renal disease and on hemodialysis with existing pulmonary embolism, systemic embolism, infected thrombosis, and hemodynamic compromised. A combination of catheter replacement of catheters and oral anticoagulant/antiplatelet therapy was 60% effective in managing hemodialysis patients with catheter related right atrial thrombosis.